Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 304 mg/dl. The customer was advised to treat high blood glucose before continuing troubleshoot for button error. The customer treated the high blood glucose with shots. The line dropped before troubleshooting start. The customer has been moving.